Event description:
Customer alleged that this is the 2nd unit she has had with the same issue - went to sit in it and it collapsed. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that she was sitting on the seat of her 65650 rollator outside when the seat weld allegedly broke and the seat collapsed. The consumer has been using this device since mid (B)(6) 2012. This is a replacement rollator. No injury alleged. RMA (B)(4) has been issued for the return of the product to invacare for an inspection and evaluation.